Manufacturer narrative:
Customer will identify reference method used by (B)(6). MFR investigating.

Manufacturer narrative:
Customer will identify reference method used by (B)(6). MFR investigating.

Event description:
Customer reports discordant hba1c results on two known diabetic pts. Pt 1: pt presents as (B)(6) known diabetic. Diabetes treated with starlix (nateglinide). Pt had a result of 6.0% on the dca vantage via fingerstick, states he had a1c performed by (B)(6) on (B)(6) 2012 via venipuncture, result of 7.7%. Result of 6.0% and 7.7% were given to the physician, unk if action was taken on either result. Other medications include lipitor, diovan, clonidine and atenolol. Previous a1c results: (B)(6) 2012: 6.3% (reference lab). (B)(6) 2012: 5.6% (reference lab).

Event description:
Customer reports discordant hba1c results on two known diabetic pts. Pt 2: pt 2 presents as a known diabetic female, age unk, weight unk. Not pregnant. Result of 6.0% on dca vantage, reference result of 8.1%. Reference methodology unk. Medication unk. No historical results available.